Event description:
Physician was using a gel mark ultra during a biopsy with a mammotome probe. Md experienced difficulty ejecting the pellets following biopsy procedure, and on removal of the gel mark applicator, noted that the tip had sheared off. Tip is believed to be in the patient's breast. There are no plans to remove it.